Event description:
Treatment of an aneurysm located in the ica (internal carotid artery) with very tortuous access. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (4.75mm x 20mm) could not be released from the capture coil. The device was removed from the patient and another pipeline of the same size was implanted in the patient without issues.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation.(B)(4).